Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen does not work. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
On (B)(6) 2024, the bench service engineer (bse) replaced the user interface (ui) assembly to resolve the touchscreen issue. The bse completed a performance verification test to confirm that the device ad returned to full functionality and could be returned to the customer ready for use.